Manufacturer narrative:
Other text: no product was returned. The investigation determined the most probable cause of a 1871 error code to be the connection to the photo switch or to the motor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A review of service history found the device had not previously been in for service.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device continued to alarm 1871. The batteries were removed and replaced three times but the alarm persisted. No patient injury reported.